Event description:
An optometrist reported that three months following lasik surgery, the patient presented with epithelial ingrowth in the right eye. The ingrowth was noted at the far, inferior edge of the flap. In a follow up, the optometrist reported that the event resolved without treatment within one week, and the patient was doing well at the most recent visit. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).